Manufacturer narrative:
During the eval of the device at the MFR's service center, the battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the problem.

Event description:
The MFR received info alleging a ventilator's internal battery was not charging. The device was not in pt use.